Event description:
It was reported that this right ventricular (rv) lead showed a sudden and abrupt increase, from within normal values, to high, out of range shock and pacing impedances. Caller insinuated spring contact variability, but this situation would not be related to an abrupt increase pattern. There was no noise on stored events. A possible distal coil issue was suggested, and additional testing was suggested for this rv lead that remains in service. Additional information from the field was received mentioning that isometric testing was completed, and the clinician was able to elicit intermittent over sensing that was not sustained, when the patient moved left hand to right shoulder. A chest x ray was recommended to determine the origin of the observations. The x ray confirmed the pin was fully inserted and the noise pointed to lead integrity issue. The patient has been scheduled for a rv lead revision in which the lead will be explanted and a new implanted but has not happened at this time. No programming changes at this time have been completed. The rv lead has been explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned intact, and setscrew marks were in the correct location on the terminal pin. Cuts were noted in the suture sleeve, but likely due to explant damage. One of the conductors showed resistance measurement, indicative of an electrical open, indicating a fractured or broken conductor. An x-ray confirmed the fractured conductor approx. 36 mm from the terminal end. This type of damage is consistent with repeated stress over time. The reported shock impedance high out of range, pacing impedance high out of range, oversensing and noisy signals were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden and abrupt increase, from within normal values, to high, out of range shock and pacing impedances. Caller insinuated spring contact variability, but this situation would not be related to an abrupt increase pattern. There was no noise on stored events. A possible distal coil issue was suggested, and additional testing was suggested for this rv lead that remains in service. Additional information from the field was received mentioning that isometric testing was completed, and the clinician was able to elicit intermittent over sensing that was not sustained, when the patient moved left hand to right shoulder. A chest x ray was recommended to determine the origin of the observations. The x ray confirmed the pin was fully inserted and the noise pointed to lead integrity issue. The patient has been scheduled for a rv lead revision in which the lead will be explanted and a new implanted but has not happened at this time. No programming changes at this time have been completed. The rv lead has been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden and abrupt increase, from within normal values, to high, out of range shock and pacing impedances. Caller insinuated spring contact variability, but this situation would not be related to an abrupt increase pattern. There was no noise on stored events. A possible distal coil issue was suggested, and additional testing was suggested for this rv lead that remains in service. Additional information from the field was received mentioning that isometric testing was completed, and the clinician was able to elicit intermittent over sensing that was not sustained, when the patient moved left hand to right shoulder. A chest x ray was recommended to determine the origin of the observations. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden and abrupt increase, from within normal values, to high, out of range shock and pacing impedances. Caller insinuated spring contact variability, but this situation would not be related to an abrupt increase pattern. There was no noise on stored events. A possible distal coil issue was suggested, and additional testing was suggested for this rv lead that remains in service. Additional information from the field was received mentioning that isometric testing was completed, and the clinician was able to elicit intermittent over sensing that was not sustained, when the patient moved left hand to right shoulder. A chest x ray was recommended to determine the origin of the observations. The x ray confirmed the pin was fully inserted and the noise pointed to lead integrity issue. The patient has been scheduled for a rv lead revision in which the lead will be explanted and a new implanted but has not happened at this time. No programming changes at this time have been completed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden and abrupt increase, from within normal values, to high, out of range shock and pacing impedances. Caller insinuated spring contact variability, but this situation would not be related to an abrupt increase pattern. There was no noise on stored events. A possible distal coil issue was suggested, and additional testing was suggested for this rv lead that remains in service. No adverse patient effects were reported.